Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00497 and 1225714-2014-00498. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event and expired approximately six days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-00497 and 1225714-2014-00498.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.